Event description:
Complainant alleged that during set-up to transport a pt the device powered up without display. Complainant indicated that although they were setting up to transport a pt. There was no pt involvement in the reported malfunction.